Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a mildly calcified, de novo lesion located in the mid left anterior descending coronary artery. Pre- dilatation was performed at 12 and 14 atmospheres with an unspecified 1.5x8 mm balloon dilatation catheter. A 3.0x12 xience prime stent was deployed and post deployment a distal edge dissection was noted. A 3.0x15 mm xience prime stent was implanted to cover the dissection. There was no interaction of devices. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.